Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(6) product type recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharge antenna failed with a "no device found" message, and the recharger was subsequently scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient (pt) reported seeing error message system problem [77]-rm04 displaying on the controller (ptm) screen when trying to recharge their neurostimulator (ins) battery. Pt stated the problem started about a week ago along with the screen displaying "cannot charged at this time", "*reposition / try again" or that the ins is finished recharging even if it is not finished. Pt mentioned "it's been a crazy week at school" and they forgot to recharge their back (ins); pt provided current ins battery level as 40% . Pt said the ptm was at 90 or 100% when they started recharging ins before the error message appeared. Pt added they though the ptm battery may have not recharged but when they checked the battery level it was 100% charged. Pt confirmed recharger antenna (rtm) does get hot when recharging ins noting the recharging temperature is on 4 (patient services (pss) understood pt was referring to the menu setting under recharge speed [38]). Pt also inquired about the oob numbers [6] (pss reviewed information). Pt also brought up the date / time was incorrect; pss attempted to walk pt through resetting the correct data but the option was unavailable (pt also noted "check pos ition" was unavailable--pss explained this was related to adaptive stim). Pss consulted with repair and was advised to walk pt through steps to access "tech mode"--repair explained to pss that the issue with the rtm overheating possibly interfered with the pairing of the ptm. Pt was able to successfully follow the steps and then change date /time. The issue was not resolved. A replacement recharger (rtm) was sent out to the patient. No symptoms were reported.